Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were observed with noise and oversensing on a stored episode. It was confirmed that the patient was in surgery at the time of the episode. The leads remain in use. No patient complications have been reported as a result of this event.